Manufacturer narrative:
It was reported that left hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. A review of the historical complaints data for the acetabular cup and femoral head was performed. Using batch numbers to evaluate patterns of repeated failures or defects over the lifetime of the product and using part numbers and the reported failure modes to evaluate patterns of repeated failures or defects in a timeframe prior 12 months as of the complaint aware date. No other similar complaints were identified to involve this batch. Other similar complaints have been identified for the part number and the reported failure mode, and this failure will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. All the released devices involved met manufacturing specifications upon release for distribution. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible; no further escalation actions required. The listed batch was manufactured before corrective action implementation. The available medical documents were reviewed. The clinical information provided of the osteolytic tissue, metallosis with lesion along the vastus lateralis anterior hip pseudo capsule and posterior hip capsule, and calcar deficit may be consistent with a reaction to metal debris. However, the source and the root cause cannot be determined with the available documentation. It cannot be concluded that the reported clinical findings are associated with the implant failure. Based on the available information we can confirm the reported complaint, however without the return of the devices used in treatment and further information our investigation remains inconclusive and a definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Event description:
It was reported that, after a left hip resurfacing arthroplasty on (B)(6) 2010 plaintiff has experienced hip pain and elevated metal ion labs. A revision surgery was performed on (B)(6) 2021 to treat these adverse events. During the surgery it was found metallosis with lesion along the vastus lateralis, anterior hip pseudo capsule, posterior hip capsule and behind acetabular component into ischium. A radical synovectomy was done. Patient outcome is unknown.

Manufacturer narrative:
(B)(4).